Event description:
It was reported that a patient using the ilet experienced frequent hypoglycemia during the first week of use, including prolonged nocturnal lows and episodes that were sometimes untreated due to sleeping through alerts; patient also reported delayed meal announcements and occasional overtreatment of lows with large carbohydrate amounts. Symptoms included low and very low glucose episodes and reduced hypoglycemia awareness. Outcomes included transient impairment requiring self-treatment and coaching, without hospitalization or emergency care. Investigation included clinical review of cgm metrics, user practices related to meal announcements and hypoglycemia treatment, and education on alert settings, treatment with 10 grams of fast-acting carbohydrate, rechecking, and proper use of app and supplies. Investigation of this case revealed user-related factors contributing to hypoglycemia risk, including delayed meal announcements, sleeping through alerts without app-based notifications, and overtreatment patterns; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error and therapy management factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.